Event description:
The initial reporter received a questionable glucose hk gen.3 result from one patient sample tested on the cobas 8000 cobas c 502 module. The initial result was 256.0 mg/dl. The repeat result was 86.0 mg/dl. The initial result was not reported outside of the laboratory because it did not correlate with the patient's result history.

Manufacturer narrative:
The reagent lot number is 84976801. The expiration date was not provided. Reagent issues were excluded as no further cases were reported, and correct reruns were performed with the same reagent. The field service engineer (fse) inspected the module and found the sodium hydroxide (naoh) detergent tubing flow path blocked, causing the cuvettes to be dirty. He replaced the rinse tubings, checked the wash reaction path, performed a cell blank and qcs, and confirmed the assay and module were according to specifications. The investigation determined that the service actions resolved the issue.